Event description:
The account alleged that the bushing on the brake bar is broke and when they set the brakes on the head of the bed, the foot end does not hold. There were no reported injuries.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.